Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred.

Manufacturer narrative:
The event date is approximate. The specific product system was not provided. The product model #, catalog #, serial # and lot # were not provided. The manufacture date cannot be determined based on the provided information.

Event description:
A consumer reported that their sonicare power toothbrush caught on fire. No serious injuries or property damage was reported.